Manufacturer narrative:
(B)(4). D10: unk prox body unk, unk liner unk, unk head unk, unk cup unk. G2: foreign: australia. Suggested component code: mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip arthroplasty on an unknown date and was implanted with zimmer biomet products. Subsequently, the patient was revised due to unknown reasons. The stem was explanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a1, a2, a3, b5, d4, d6a, g3, g6, h2, h6.

Event description:
It was reported the patient underwent a hip replacement. Subsequently, the patient was revised due to infection. All implants were exchanged.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.